Manufacturer narrative:
Investigation summary: investigation flow: power tools/calibration visual inspection: the 10 nm torque limiting ratchet handle-6mm hxc (p/n: 03.620.061, lot #: h109279-03) was returned and received at us cq. Upon visual inspection, no issues were identified with the returned device. Functional test: a functional test was performed at service and repair evaluation. Service and repair history: the previous service event for part number 03.620.061 with lot number(s): h109279-03 has been reviewed. The customer called in a service request for this item on 2-dec-2020 for failed calibration . The item was previously returned for service on 20-dec-2019 due to failed calibration . The previous service condition of failed calibration is relevant to the current complained issue of failed calibration . The manufacture date of this item is 29-aug-2016. The service history review is confirmed. Service and repair evaluation: during evaluation at service and repair, the 10nm torque limiting ratchet handle was found to have failed calibration. The repair technician reported that the device failed torque testing. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Complaint confirmed? Yes, the device received failed low in calibration. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the 10 nm torque limiting ratchet handle-6mm hxc (p/n: 03.620.061, lot #: h109279-03). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a shr was performed on the serviceable device and it was found that the device was manufactured on aug 29, 2016. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during evaluation at service and repair, the 10nm torque limiting ratchet handle was found to have failed calibration. There was no patient involvement. This complaint involves one (1) device. This report is for (1) 10nm torque limiting ratchet handle-6mm hxc. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.